Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a red alert was triggered for right ventricular (rv) lead pacing impedance out of range. The lead was revised and is within range currently. The lead remains in use. No patient complications have been reported as a result of this event.